Event description:
It was reported that the pump touch screen was cracked. Additionally, it was reported that the colors of the screen were beginning to be impacted and change due to the cracks on the screen. Customer's blood glucose was 497 mg/dl. Customer would continue to use the pump for insulin therapy.